Event description:
A customer from (B)(6) notified biomérieux of a misidentification of a streptococcus pneumoniae strain from a patient isolate as a klebsiella pneumoniae species associated with vitek® ms instrument (ref. 410895, serial number (B)(4)). The customer stated that when testing a patient isolate subcultured on cos (columbia sheep blood) media, the following results were obtained by the vitek ms instrument: test 1: the initial test, gave a low discrimination result between klebsiella pneumoniae (50%) and s. Pneumoniae (50%) species. Per the vitek ms clinical user manual, cases of low discrimination results require additional testing. A fine-tuning was performed just after the initial test. Test 2: the repeat test was performed the following day with a fresh 24 hour culture with one (1) spot obtaining an identification of klebsiella pneumoniae with a 99.9% confidence rating. Test 3: a third test was performed by the customer, since the impacted strain from the first repeat test did not resemble a klebsiella pneumoniae species. Two (2) spots obtained streptococcus pneumoniae with 99.9 % confidence rating for both spots. The customer reported that there was no patient harm or delay due to the discrepant result. A biomerieux internal investigation has been initiated.